Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08905- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on three events between 01-apr-2024 to 03-may-2024 . The issue occurred with three similar types of infusion set used for less than 24 hours. The blood glucose level of the patient ranged between 100 to 200 mg/dl. No further information available.